Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: batch: 2024137: twenty-six samples from lot: 2024137 and six samples from unknown lot were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Eleven samples expelled the solution with a normal flow and twenty-one samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number: 2024137. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed. Batch: 2003406: twelve samples from lot: 2003406 were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Six samples expelled the solution with a normal flow and other six samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number: 2003406. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 2003406 and other expiration date includes 2026-12-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is (B)(4).

Event description:
Material# 305916 batch# 2003406, #2024137 it was reported that the bd safety glide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached ref: 305916 lot: 2003406, 2024137 when putting the needle on the syringe there is pressure and unable to push the liquid out. They have issues with a bunch of lots. Only has the (B)(4) lot. Customer has samples available for an investigation.